Manufacturer narrative:
A ge service representative performed an over-the-phone investigation. The customer was instructed to reset the circuit breakers. The system was then operating as intended.

Event description:
The customer reported that the system would not power on. There is no report of patient injury associated with this event.